Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the initial information provided, when the caregiver was tending to patient, the bed moved despite brakes being engaged and it rolled over the caregiver's toe. During a follow-up call the customer admitted that it cannot be confirmed that all four brakes were engaged. The caregiver was sent to emergency room for assessment, no injury was sustained.

Manufacturer narrative:
There is no indication of any device malfunction. Based on the available information, it is considered that the most likely root cause of the reported event is a use error. The customer indicated that the staff might not have been aware that each castor has an independent brake therefore they activated only one. It led to movement of the bed, when caregiver leaned on it while attending the patient. The user guide for barimaxx ii bed (310611-ah rev. A) includes the following information related to the subject of the investigation: "all four casters are equipped with brakes. These brakes prevent the bed from being moved once it is in position. To lock brakes, press the red end of the brake lever down fully with foot so that the lever is not parallel with respect to the floor. Unlock the brakes by pressing the green end of thebrake lever down with your foot until the lever is parallel with respect to the floor." The user guide includes the information to lock the wheels and brakes in place on multiple occasions during different activities: patient placement, patient transfer from and to the bed, repositioning of patient, bathing, bedpan placement and removal. The customer was offered an additional training session on all rental beds and surfaces, however it was turned down due to lack of time. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. There was no indication of any device malfunction. This complaint is deemed reportable in abundance of caution due to sequence of unfortunate events which occurred: the barimaxx ii bed rolled over a caregiver¿s foot.

Event description:
Following the initial information provided, when the caregiver was taking care of the patient, the bed moved despite brakes being engaged and the bed rolled over the caregiver's toe. During a follow-up call the customer admitted that they could not confirm that all four brakes were engaged. During conversation with the customer it was suggested that the staff might have assumed that activating one of the brakes will activate rest of the brakes. In barimaxx ii each wheel has its own independent brake. The caregiver was sent to emergency room for assessment, no injury was sustained. The patient was at the bed at the time of the event, he did not sustain any injury.